Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.

Event description:
During a repeat ventricular tachycardia ablation procedure, a cardiac perforation occurred. Epicardial access was obtained and the ablation catheter was inserted retrograde. During geometry collection of the left ventricle with the ablation catheter, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed and the patient was transferred in stable condition for surgical repair of the perforation; however, the patient coded, brain death occurred and the patient later expired. There were no performance issues with any sjm device.